Manufacturer narrative:
The subject device has not be returned to olympus medical systems corp. For evaluation. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
The patient wore an unspecified catheter for a long period (approx 10 years) prior to procedure. Procedure concerned an enucleation of the prostate with the olympus laserset and a green light laser. During the procedure there was a lot of blood, for that reason the urologist converted to the turis procedure in combination with the subject ues-40. There were no abnormal signs during the procedure. The procedure completed without problems. The nurse could not manage to insert the unspecified catheter. This was eventually done by the urologist. He/she noticed that the patient developed edema under the scrotum, and they discovered a urethra lesion/ perforation from 4-5 cm. Within a unknown period - the patient will receive plastic surgery. There is a report that the user facility does not think that the phenomenon occurred due to the used devices.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Olympus confirmed the device history record of the subject ues-40, and there was no irregularity found. After this event occurred, there is no report regarding this event from the user. There were no further details provided. If significant additional information is received, this report will be supplemented.